Event description:
The customer reported via phone call that she was receiving no delivery alarms while doing a set change. Customer was offered to have the paramedics sent out to check her. The paramedics arrived and her blood glucose was 62 mg/dl at the time of the incident. Customer stated that the insulin did not exit the tubing during troubleshooting. Customer stated that the pump did not alarm no delivery. Customer was advised that the possible issue may be the infusion set. Customer was advised the infusion set should be returned and replaced. Customer's blood glucose was reading at 198 mg/dl. Customer's blood glucose was 182 mg/dl about 10 minutes later. The paramedics stated that they will take care of the customer. Customer was called back and she stated that today she is fine. Customer declined troubleshooting since her health care professional tells her that her blood glucose was not low.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.